Manufacturer narrative:
UDI #: (B)(4).

Event description:
It was reported during prostate procedure the fiber "hub was separated before utilization, metallic" and the fiber was note used. The procedure was completed with an alternative procedure (bipolar resection). Patient outcome: no injury to patient was reported.